Manufacturer narrative:
We have not received the device for investigation as it was discarded. Therefore, we could not conclusively determine the root cause of the reported incident. The lot number of the product was not provided. Therefore, we're unable to perform a lot review. The IFU instructs the user to slowly inflate the balloons. It is possible the balloons were over inflated or inflated too rapidly during manufacturing or pre-use check resulting in the issue. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2024-00091 was submitted for the second device involved in this event.e reported incident.

Event description:
It was reported that two pruitt f3-s shunt blue balloon was off centered of the tube inside when inflated. During the carotid endarterectomy procedure the balloon popped out. The surgeon feels this is a defect as he said that when the balloon inflates in a complete circle around the tube, he does not have issues. He feels that the off-center shape does not adhere to the arterial walls properly. No injury was reported to the patient. Note: this is report 1 of 2 related to the first catheter used in the event. Report 1220948-2024-00091 was submitted for the second device involved in this event.